Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible with isometric testing. No intervention was performed, the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.